Event description:
Medtronic received info that this bioprosthetic valve was implanted in a pt with a calcified annulus. Mild central aortic regurgitation was noted following implant when the pt was coming off pump. The physician banded the aorta to mitigate the regurgitation. Two days post implant, the pt experienced shortness of breath. Echocardiographic findings revealed high velocities. The physician suspected that the band around the aorta was placed too tight. The pt was taken back to the operating room and the band around the aorta was removed. No regurgitation was seen following reoperation. No adverse pt effects have been reported.

Manufacturer narrative:
(B)(4): eval method - device history could not be reviewed as the serial number was not provided. Results - no product was returned. Conclusion - cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.